Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Event description:
The customer reported via phone call that the insulin pump began to rewind during bolus. The customer also reported that the device had a no delivery alarm. Blood glucose level at the time of the incident was 600 mg/dl. During troubleshooting, the customer was unable to get insulin to exit manually. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.